Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the cycler showed no signs of physical damage. Although evidence of dried fluid was present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were also visual indications of particulates under both catch posts. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen was dim. It was identified that the cause for the blank screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. A simulated treatment was performed and completed without failures. Reported indications of a burning smell emanating from the cycler were caused by the internal short. An internal visual inspection of the returned cycler identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. The cycler underwent and passed a voltage check and a mushroom head check. The cycler tested negative for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
A patient reported to technical support (ts) that the screen of their liberty select cycler went blank and they noticed an electrical burning smell at the end of their peritoneal dialysis (pd) treatment, during the ¿remove cassette¿ step. The patient performed several troubleshooting steps and was unable to resolve the issue. The patient pressed the ok and stop keys, however the screen remained blank. They rebooted the cycler after removing and reseating both ends of the cycler¿s power cord. Upon power up, the ok and stop keys lit up, but the screen remained blank. The ts representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed that there were no adverse events experienced and no medical intervention was required as a result of the reported event. The patient reportedly completed their treatment on the cycler. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.